Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using a hemopro 2, they noticed when the vein was pulled out, there was a circumferential white mark around the vein every so many inches. The same unit was used to complete the procedure. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).